Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call motor anomaly on the insulin pump. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no menu, back arrow, down arrow, or select button response due to corroded keypad traces. Cleaned keypad traces and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Pump primed, rewound, and delivered all boluses properly. No unexpected motor/drive anomaly noted. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.